Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of extensive usage as evident by wear marks, dents & circular marks over inner rod. The distal end of the sleeve has breakage on one side and the other side has also bent inwards which indicates the application of excessive force in an inappropriate direction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by due to an application of excessive mechanical force. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the piece of the glenosphere extractor broke while trying to remove sphere.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the piece of the glenosphere extractor broke while trying to remove sphere.